Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07k65-77 that has a similar product distributed in the us, list number 07k65, 510k k173122.

Event description:
The customer reported a falsely elevated architect free t4 result for a 40-year-old male patient. The following data was provided (customer provided reference range: 9.01 to 19.05 pmol/l): sid (B)(6): initial result = 24.87 pmol/l, repeat = 14.27 pmol/l. No impact to patient management was reported.

Event description:
The customer reported a falsely elevated architect free t4 result for a 40-year-old male patient. The following data was provided (customer provided reference range: 9.01 to 19.05 pmol/l): sid (B)(6): initial result = 24.87 pmol/l, repeat = 14.27 pmol/l no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaints for list number 07k65, however, no trends were identified for lot 75463ud02. Device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot number. The overall performance of the architect free t4 reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lots are performing acceptably in the field. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or product deficiency of the architect free t4 reagent lot 75463ud02 was identified.